Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator, (B)(6) 2011; 6936 implantable defibrillation lead, (B)(6) 1995; 6940 implantable defibrillation lead, (B)(6) 1999. (B)(4).

Event description:
It was reported that the device battery voltage dropped quickly in three months and is now at 2.61 without the recommened replacement time message. The device was explanted and replaced. The right ventricular lead has a history of low impedance and high threshold. The lead was capped and replaced. The left ventricular lead had high threshold and was capped and replaced. No patient complications have been reported as a result of this event.